Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration: yes/perforation: uterus/failure to occlude/ displaced essure devices') and embedded device ('essure devices were within the myometrium.') In an adult female patient who had essure (batch no. B21577) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and salpingectomy, with da vinci assistance). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, embedded device, bladder disorder, urinary tract disorder, gastrointestinal disorder and hormone level abnormal outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she had treatment for pain,bleeding,migration/perforation,bladder/urinary problems,other injury. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)-2014: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration: yes/perforation: uterus/failure to occlude/ displaced essure devices') and embedded device ('essure devices were within the myometrium.') In an adult female patient who had essure (batch no. B21577) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and salpingectomy, with da vinci assistance). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device, bladder disorder, urinary tract disorder, gastrointestinal disorder and hormone level abnormal outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she had treatment for pain,bleeding,migration/perforation,bladder/urinary problems,other injury. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: failure to occlude. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Reporter and lot number added. New event added- embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration: yes/perforation: uterus/failure to occlude') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy (partial),salpingectomy (bilateral))). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder, gastrointestinal disorder and hormone level abnormal outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she had treatment for pain, bleeding, migration/perforation, bladder/urinary problems, other injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: failure to occlude. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case became incident. Event injury nos has been updated and new events 'apareunia, dysmenorrhea, dyspareunia, menorrhagia, uterine perforation, bladder problems, urinary problem, gi conditions, hormonal changes' were added. Product stop date added. Outcome of event pain, bleeding added as recovered. Lab data added. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.